Event description:
The customer reported the clinical information center (cic) pro mp100 was not audibly alarming, though visual parameters and messages were available on the display. The customer stated the issue was not immediately noticed by the medical staff. Following a reboot of the cic, the audible alarms began working. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.